Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to the device's internal battery. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
A previous report was filed with the FDA on 10/21/2022 through FDA electronic submissions gateway with an incorrect b3 and h4 (medical device problem code). Acknowledgement was received indicating successful submission. They were corrected in this report.